Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had air leakage from the body control unit. There was no report of patient harm. The device was returned and evaluated, and foreign matter was discovered where the nozzle of the device was clogged. This has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown, when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
The device was returned and evaluated. And the customer's allegation was confirmed. Due to wear of the zoom lever; water tightness was lost. In addition to the foreign matter found clogging the nozzle, due the bending angle in the up direction did not meet the standard value. And the play of the upward/downward angulation control knob was also out of the standard value; due to wear of the angle wire. Other findings include a chip on the bending section cover adhesive, water removal ability not meeting the standard value; due to clogging of the nozzle. Scratch and discoloration on the control unit. Scratches were also found on the following parts: the switch box, the upward/downward angulation control knob, the plastic distal end cover, scope cover, universal cord, grip, suction connector, scope connector cover, right/left knob, forceps elevator knob, forceps elevator lever, and the connecting tube. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.